Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call to have gone to urgent care on (B)(6) 2016 with blood glucose of 298 mg/dl. Customer had symptoms of difficulty breathing, difficulty standing for a long period of time and weakness. Customer experienced high blood glucose level 144 mg/dl after falling. It was reported that blood glucose had been between 300 mg/dl and 500 mg/dl. Customer's blood glucose value was 288 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2016 and did contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks, but there were air bubbles. There were no site or insulin issues. Customer declined to check if settings were correct and declined high pressure test. Insulin pump passed self-test.